Event description:
Pt experienced discomfort with the synergeyes lens resulting in corneal edema and infiltrative keratitis. The complaint also stated that the edema was noted in both eyes and that the corneal edema and infiltrative keratitis resolved once the pt began using lotemax gel tid. The od stated that the injury did not worsen over time, the pt did not require medical intervention to avoid a site threatening condition, and the pt's health was never compromised while the pt exhibited the corneal edema and infiltrative keratitis. The od also stated the pt has significant keratoconus and that corneal edema and infiltrative keratitis is not unusual for pts who have significant keratoconus.

Manufacturer narrative:
The lens was measured for base curve and power, the results demonstrated that the lens met the labeled parameters. The surface inspection determined that the lens met the manufacturing surface quality standards.